Event description:
2026-feb-02, information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they were not getting the stimulation that they feel like they need to be getting. Patient reported they have been having more frequent bowel movements and the consistency was very soft and it seems like they were having them way more frequently than they used to. Patient stated they were implanted last thursday and they had switched them to a different program from program 3 to program 4, but they left the patient at the lowest setting. Patient said they had been up quite a few clicks with program 3. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they have a follow up appointment with their doctor on february 12th. On 2026-feb-03, additional information was received from the patient. They called back, reported they still having the same symptoms already reported, they reported they were taking medication for an infection. They reported the tried to reac h their hcp and they were redirected to manufacturer for further questions. The patient requested to reach the manufacturing representative (rep), agent sent email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the most likely cause of not getting the stimulation that they feel like they need to be getting was due to the antibiotics and incorrect patient use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing concerns with lack of therapeutic effect, stating they have bowel incontinence and frequent need to have a bowel movements during the day and at times it wakes them up at night. The patient asked about programs, amplitude, and stimulation sensation. Reviewed general theory and use. Reviewed therapy expectations and indications. The patient indicated they intend to try a new program and will monitor bowel symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that patient called back and asked about general use of programmer as said that just increased the setting and asked about the feature on the screen that says therapy and underneath says on and off. Patient said that has been typically turning therapy off afterwards. Reviewed feature with patient and patient confirmed that understood to leave therapy on unless instructed to turn off for a specific reason.